Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint. Failure analysis found the primary failure of "camera unable to rotate" to be related to the customer complaint. The instrument was found to have a damaged camera attached endoscope adapter (aea).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 0-degree endoscope was not recognized by the system and had a focusing issue. The camera would reverse on its own. The procedure was completed with no reported injury.